Event description:
It was reported by an attorney that the patient underwent laparoscopic ventral herniorrhaphy procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to recurrent ventral hernia. The patient had a previous mesh implanted on (B)(6) 2009 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/20/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.